Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a nurse reported the patient saw the hcp on (B)(6) 2015 and stated she had lost weight and the generator may have shifted. The nurse had questions regarding the possible reasons why the implantable neurostimulator (ins) and lead replacement would be necessary. Patient services reviewed it was recommended that patient's with an ins avoid activities that involve sudden, excessive, or repetitive bending, twisting, bouncing, or stretching as these movements could damage or move the implanted lead or affect the ins. The nurse asked about weight loss affecting implant location and it was reviewed that there is potential for movement, but the hcp would be the best resource for information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient felt the device move in the pocket and tilted away. As a result the patient experienced subsequent charging difficulty after the device moved, and they were unable to charge beyond 50%. No patient symptoms were reported. As a result an implantable neurostimulator (ins) replacement took place. Following replacement the patient was programmed post-operatively, received stimulation, and recovered completely. A follow-up appointment was scheduled for (B)(6). Relevant medical history includes spinal pain.